Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the pump did not deliver. On an unspecified date and time, the pump was programmed to deliver an unspecified solution. No specific programming parameters were provided. The customer contact reported that after an unspecified length of time, "the nurse found the pump with a full bag, no drips in drip chamber and display incrementing." There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.